Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the leak was coming from around the catheter per the healthcare professional (hcp), but they were not sure if they had determined the exact location.

Event description:
It was reported that there was a catheter problem first noted 2015-(B)(6). The patient had been seen and had swelling at the incision site. The patient was directly admitted to the hospital. The issue was addressed via surgery on the same day. Initially there was a leak at the spine with fluid formation so the physician brought her back and was able to stop and ¿fix¿ the leak. Nothing was done with the pump during the revision. The patient was released on 2015-(B)(6) for this issue. The pump was used to infuse morphine (unknown). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.